Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that she did not note any issues with the device that could lead to alleged shocking. To her it was the adaptivestim issue adjustment that was resolved. Later her colleague saw patient on june 20th and confirmed impedances were normal. Rep had no further information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they did not meet with the doctor but that the new contractor fixed it. It was no longer shocking them. When asked about the steps taken to resolve the issue they stated that they had it set to a regular setting and it seemed to be working ok. A manufacturing representative (rep) called in on (B)(6) 2024 and stated that the patient knew that the therapy needed to be turned back on once the battery had depleted after the device was charged. The rep also reprogrammed the patient on nov 14th, to provide more pain relief. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024: information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications and failed back surgery syndrome leg/back. The reason for call was patient stated they had been seen for re-programming a few weeks ago then a few days later when they laid down, the stimulation started shocking them. Patient stated they saw their program settings all reset to 0.0. Patient stated they reset their programs to their normal settings, then the other night, they had to turn stimulation down in group b program 1 from 6.5 to 4.0 because they felt shocking again. Patient stated they started to sleep, then two or two and a half hours later, the shocking persisted and the controller displayed stimulation up to 8.0. Patient stated they were not sure when it started, as this issue had happened one other time before where they had called their rep and were seen for re-programming, but then the issue persisted. The patient was redirected to their healthcare provider to further address the issue. (B)(6) 2024: additional information was received from a manufacturer representative (rep). The rep reported that they saw the patient and fixed their adaptive stim as they thought the issue of it adjusting down to 0.0 and then back up again was attributed to that. Rep also believes they gave the patient the ability to turnoff their adaptive stim feature. The rep thought the shocking issue was the result of an adaptive stim set up issue. Rep had reprogrammed and reset the adaptive stim.